Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted in (B)(6) 2008, and the reason for pump removal was reported as therapy-related. The "pump was dry", and the patient elected to manage with oral medication. It was reported that there was no patient injury. The patient's status after device removal was reported as recovered without sequela. The pump was received in the hospital pharmacy from risk management in (B)(6) 2012, and it was later reported that the pump was alarming. It was noted that the device was returned to the manufacturer for disposal only.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product typ: catheter: product ID 85 90-1, lot# n085280, implanted: (B)(6) 2006. Product typ: accessory. (B)(4). Analysis of the pump found a fluid path propellant anomaly that was related to a manufacturing issue. The pump event logs indicated that the device system was used to deliver morphine.